Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka procedure, performed on (B)(6) 2015, the post of a lgn ps high flex xlpe sz 5-6 9mm broke, so a revision surgery had to be performed on (B)(6) 2023. The adverse event has been related to high activity level and the weight of the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, the patient underwent the total knee arthroplasty revision a lgn ps high flex xlpe due to the post breakage. It was further communicated; the adverse event was related the patient¿s ¿high activity level and the weight of the patient.¿ the patient impact beyond the reported post breakage and the subsequent revision cannot be determined. The patient¿s current health status was not provided. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.